Event description:
A customer reported a malfunction with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since it was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.